Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited far r wave oversensing. No intervention was performed. The patient was stable.